Event description:
It was reported that the patient heard an alarm and stated that he was not receiving any medication. The telemetry did not show an alarm. Underdose was reported and patient was taken to the emergency room. The drug infused via the pump was dilaudid (dose/conc. Unknown). Several attempts to follow-up with the hcp for additional information were made without success.

Manufacturer narrative:
(B)(4).